Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 03.010.473, inter-lock screwdriver combined t25/hexa" that the device tip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 03.010.473, lot # 8463457, manufacturing site# (B)(4), supplier: na, release to warehouse date: 14 nov 2013, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the reported tip is broken. No other information was provided at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 corrected: d4 primary UDI number h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b14 (to capture DHR). H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the inter-lock screwdriver combined t25/hexa was broken and deformed from the distal tip of the sliding bar. The broken surface suggests that the fracture was caused in one single event where the device was exposed to unintended forces causing a random failure of a component. No material issue was identified. The broken fragment was not returned for evaluation. A dimensional inspection was not performed since it did not apply to the complaint condition. A functional test was not performed since it did not apply to the complaint condition. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.010.473. Lot: 8463457. Release to warehouse date: 14 nov 2013. Manufacturing site werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.